Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for device analysis and the device weighed 290.04 grams. Visual analysis noted a crease on the device shell. Under microscopic analysis noted a sharp edged opening assessed as an unidentified tear opening. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.